Event description:
It was reported that the patient was not able to adjust the stimulation on their implantable neurostimulator (ins) using the programmer unit. A ¿call your doctor¿ icon was seen with a power-on-reset (por) condition noted on the ins. The patient did experience a loss of therapeutic effect and noted that they "seemed to be getting up at night a few more times than usual¿. They also stated that when their husband was adjusting the stimulation level they felt the stimulation and then it would go away. The patient sometimes felt the stimulation ¿pretty strong¿ and sometimes ¿waited for the stimulation to just go down when it was strong¿ or would lower it if it was uncomfortable. On follow up, the patient reported that they still had concerns with their device therapy but was working with their doctor. An appointment of (B)(6) 2015 was noted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v926979, implanted: (B)(6) 2012, product type: lead. (B)(4).